Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that several episodes of aborted shocks due to oversensing/noise were observed. Insulation anomaly near suture sleeve was noted after lead revision. The lead was capped and replaced.

Manufacturer narrative:
A partial lead with the connector pin measuring 32.5cm was returned for analysis. External insulation abrasions were found at 14.4-14.5cm, 28.9-29.2cm and between 30.0 and 30.4cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was intact at these locations.